Manufacturer narrative:
(B)(4). Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery and power loss alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
It was reported that, the customer asked to change the batteries 2 times a day. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.